Manufacturer narrative:
Correction : upon further review, it was determined that this report was inadvertently submitted as a duplicate of MFR. Report number 2016493-2026-11231 please refer to MFR. Report number 2016493-2026-11405.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, user attempted to issue medication, but the drawer did not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A technical support specialist remoted in and restarted the application, and then the user attempted the action again and was able to issue the item successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, user attempted to issue medication, but the drawer did not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.